Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 102) was isolated to contamination on ca board components j1000, u201, q4, j600, c9, and q701. The r45 resistor on the computer/analog board was also measuring open. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.